Event description:
Patient initials: (B)(6). Date of awareness: 8/24/2023. Provider rems ID: (B)(6). Reporter: provider. Hospitalization start date: na. Hospitalization end date: na. Date of death: n/a. Causality: unknown. 68 year old female on ambrisentan and veletri for pulmonary htn. Upon routine chart review, provider noted patient presented at emergency department (B)(6) 2023 with leaking at connection of continuous medication pump for continuous IV infusion for pulmonary htn. This was evaluated by nursing here in the emergency department familiar with this equipment. It was disconnected and flushed reconnected and observed for approximately 30 minutes without any recurrence of leaking in the unit is functioning normally. Patient was discharged home in stable condition.